Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received via sus voluntary event report. It was reported the patient underwent an attempted arterial line placement by the physician who utilized an arrow radial artery catheterization set. During this process, there was resistance felt when withdrawing the guide wire so the entire needle/guide wire assembly was removed. It was noted that the guide wire was frayed at the end upon removal. An x-ray revealed a 6mm linear metallic foreign body within the radial soft tissue of the distal left forearm of the patient. Follow up information from the risk manager states they were palcing the catheter into a (B)(6) male patient. The retained piece of wire was left in the patient. The patient was discharged on (B)(6) 2016.